Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.2mm x 12mm threader¿ micro dilatation catheter was advanced to the lesion. The balloon was inflated however it ruptured below the nominal pressure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. There were numerous kinks throughout the shaft and the tip was damaged. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.2mm x 12mm threader micro dilatation catheter was advanced to the lesion. The balloon was inflated however it ruptured below the nominal pressure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.